Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1014855. Medical device expiration date: 2024-01-31. Device manufacture date: 2021-01-14. Medical device lot #: 1028169. Medical device expiration date: 2024-01-31. Device manufacture date: 2021-01-28. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples of each lot from bd inventory were evaluated by functional testing for proper activation and no issues were observed relating to broken safety shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of broken safety shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a safety shield failure. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: the "safety shield broke. The safety shield was very difficult to move before sampling and when pulled on after sampling it broke."